Event description:
It was reported that the event involved a female pt while in the cath lab. Relevant medical history/diagnosis: pulmonary hypertension, pulmonary banding. The md inserted the catheter via right femoral and the balloon ruptured during the diagnostic procedure. As a result, the catheter was removed successfully. Another arrow angiographic balloon catheter was used successfully via the same insertion site. There was a one - two min delay or interruption in therapy noted with no harm to the pt. There was no report of pt death, complications or injury. No medical/surgical intervention was required. The pt outcome is good.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.